Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter is giving high readings. Caller stated she has been crashing out all week long and finally compared the prime to her father's meter which read 50 - 100 pts lower. She stated on (B)(6) 2013 the meter read in the mid-200s so she took insulin and ended up crashing out. She stated she should have been hospitalized for that and that this was the third time it happened this past week. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lots of test strips involved in the incident were tested and performed to specification.